Event description:
It was reported that an ongoing minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the original cartridge and declined to load a second cartridge.